Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: for problems of non-perfused volume: this incident occurred both with chemotherapy and with rinsing bags; more likely at flow rates of 500 ml/hour. There is no error at the beginning, no occlusion or tubing problems. They had never observed this type of incident with the previous equipment. This is a problem that occurred with the change of pumps. The customer mentions they have 4 pumps which do not allow the products to be infused correctly, without any solution to date; on new equipment. No serial of the device was reported.